Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was explanted.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.7 cm - 9.9 cm from the connector pin exposing the outer coil, due to friction with device can. The outer coil was damaged at 39.8 cm from the connector pin.